Event description:
Pt revised to address loosening, osteolysis and polyethylene wear.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or drawn any conclusions about the root cause of the reported polyethylene wear or device loosening; however, the length of time implanted (approx. 15-16 years) could be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.